Manufacturer narrative:
The device manufacture date was changed from 10/01/2011 to 12/01/2010.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/13/2015. The fse found that the wbc count tubing had a hole in it. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the white blood cell (wbc) bath of the coulter lh 500 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.